Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-04086 and 04087. It was reported the patient was experiencing a shocking sensation at the ipg site. The patient reported the issue would happen 4 to 5 times and then the programmer would shut off. The sjm representative checked the diagnostics and noted the impedances were within the low range on half of the contacts. It was reported the sjm representative was able to replicate this issue using the same program. Reprogramming changed the programs to use the contacts which were not low. The patient reported the sensation was resolved, but stimulation coverage was no longer effective. The patient was to undergo surgical intervention at a future date due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.